Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The suspect device was taken out of service and evaluated by the facilities bio medical department. The customer stated that the device flickered on startup and shut down. Another attempt was made to power the device on which allowed the device to power up and download the event trace. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the model lap top ventilator 100 shut down while connected to a patient. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.